Event description:
The alaris pump (the brain/cpu and the module) was being used with both a primary and secondary tubing. The patient was supposed to receive kcl (potassium chloride) via the secondary infusion. The nurse set up the secondary tubing and then continued to do other things for the patient while still in room. In a period of minutes, the infusion was noted to be almost done, though it had been set to infuse over two hours. A second nurse came in and confirmed that the pump was set correctly. The pump's internal log was queried; however, it remains unknown if the problem was caused by an issue with the pump, the IV module, use error or the back-check valve.